Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during troubleshooting of an unrelated alarm, the caregiver observed air in the patient line. This was noticed during the initial drain, while the home patient (hp) was connected. There was nothing unusual found during troubleshooting that could have caused or contributed to the reported event. The technical service representative advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.